Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed power error. Customer blood glucose reading was 215 mg/dl. Customer was advised the internal power source was unable to charge. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. Device trace download analysis confirmed the device alarmed power error alarms and replace battery alerts, however the power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management tool and confirmed replace battery alerts due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.